Event description:
Tubing separated when zimuron was given ivp, spilling some of the medication on the floor. Extension set was discraded and IV reconnected to IV site. No pt harm. Doctor then gave a second bolus of medication for preoperative anesthesia.

Manufacturer narrative:
The returned set's tubing separated from the input to the upper y-site due to the absence of any solvent sealer at that connection. The tubing separation was an assembly defect from mfg. Slight variations may occur in the amount of solvent applied, the depth of the connection and dry time.